Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead in segments returned and analyzed.

Event description:
It was reported that nine days post-implant, the patient presented to the emergency department. It was determined that the patient experienced a pericardial effusion and tamponade due to possible perforation. A tap was performed, and the atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).